Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients battery site was swollen and very painful. The patient was diagnosed with seroma and the physician had drained off the fluid. The patient was prescribed with antibiotics as a precaution. There was no sign of infection per physicians assessment. The patient felt great relief from pain after the fluid was drained.